Manufacturer narrative:
Initial.

Event description:
It was reported that the external charger for the ilet bionic pancreas stopped functioning, with no indicator light when connected to power despite trying multiple outlets and no visible damage observed. Symptoms included no clinical effects. Outcomes included no impact on health or therapy beyond the need for replacement supplies. Investigation included basic troubleshooting over the phone. Investigation of this case revealed a suspected charger malfunction consistent with a nonfunctional power accessory. It was concluded, based on previously established findings for similar reports, that the cause was a malfunction of the charger.